Manufacturer narrative:
Weight: unknown. Ethnicity:unknown. Race: unknown. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2, -09.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.